Event description:
It was reported that a patient was presented in clinic after receiving inappropriate therapy for svt due to av interval delta. Programming changes were suggested. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
(B)(4).